Event description:
On (B)(6) 2012, pt reported the infusion device display alternates between basal delivery and standard bolus programming without pressing any buttons. Pt stated the infusion device went from displaying the hourly basal rate of 1.1 u/h to standard bolus 0.0 u. Pt reported the infusion device timed out and went back to the basal rate of 1.1 u/h and then a few seconds later the device displayed the bolus 0.0 u again. Pt stated the 0.0 was flashing when it was on the bolus screen and that she did not deliver a bolus. Advised pt to switch to the backup infusion device but pt has misplaced the device. Pt has injections he can use. No physiological effects were reported. The pt did nor require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.